Manufacturer narrative:
Insulin pump passed the displacement test but compromised forced sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised forced sensor system alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported on (B)(6) 2018 that the insulin pump alarmed compromised force sensor system. It was also mentioned that the drive support cap was loose. Blood glucose level was unknown at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.